Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. Results of the investigation indicate that a component was not installed completely which resulted in a leak at the pod's cannula seal. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer's bg levels elevated within four hours of activating a new pod. Over a two hour time frame, she experienced continuously high bg's (265 -381mg/dl) despite having administered a corrective bolus. Manual insulin injections were required to be administered. The pod will be returned for evaluation.